Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('never had an allergy in my life before essure/rash over a lot of my body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and rash erythematous ("red rash"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the rash, allergy to metals and rash erythematous outcome was unknown. The reporter considered allergy to metals, rash and rash erythematous to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events added: allergy to metals , rash erythematous and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('never had an allergy in my life before essure/rash over a lot of my body') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the rash outcome was unknown. The reporter considered rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case becomes an incident. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.